Manufacturer narrative:
Service visited on (B)(6) 2011, and found cuvette wash station vacuum hose had fluid overflow in tube that could overflow onto compressor. The field service engineer (fse) removed, disassembled and cleaned canister. The fse flushed the lines from wash station to waste canister. The issue was resolved.

Event description:
A customer reported to beckman coulter, inc (bec) that the sample probe wash station on synchron cx5ce clinical analyzer was spraying. All samples were being sent out and not run on this instrument. The customer has exposure control or risk management plan in place at the facility. There was no effect to patient or user.